Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 424 mg/dl. Customer stated that the need assistance by walking him through the rewind and priming of pump. It was unknown whether customer was using auto mode or not. The insulin pump will not be returned for analysis.